Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding the light sensitive drug set that the packing is not sealed properly, product became non-sterile. The incident happened before use, no patient is involved. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. There were holes observed in the packaging. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).